Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation did not identify a product problem. The negative vdrl and second external laboratory results confirmed the non-reactive e 402 results.

Event description:
There was an allegation of questionable elecsys syphilis results for 1 patient sample on a cobas pure e 402 analytical unit. On (B)(6) 2025, the sample was processed at another laboratory on a competitor analyzer and the results were 1.48 s/co and 1.5 s/co, both interpreted as reactive. On (B)(6) 2025, the sample was tested on the e 402 analyzer and the results were 0.0890 coi with flag, interpreted as non-reactive. On (B)(6) 2025, a new sample was collected and the result was 0.0859 coi with flag, interpreted as non-reactive. The sample was also sent to an additional laboratory where it was tested and the result was 0.0730 coi, interpreted as non-reactive. The exact date of testing was not provided.